Event description:
It was reported that the patient underwent a procedure to remove a tumor in his jaw. The tumor and a large percentage of the jawbone were removed. Mesh and rhbmp-2/acs were placed in the defect to help rebuild the area. The patient's gum has separated, and the mesh is exposed.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.